Event description:
The facility reported a colleague pump with a reported condition of a "channel display" issue. The reported condition was identified during bio-med service. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury or medical intervention related to this device. No additional information is available. The user interface module software version is 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of a "channel display" issue was confirmed, but not reproduced during product evaluation. However, the assignable cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.